Manufacturer narrative:
Correction information: h4: device manufacture date; g6: follow up #1; h6: coding changed, based on the investigation result. The cause was, the disappearance of the resistance pattern of the chip resistance, due to the electro chemical corrosion phenomenon. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Cannot use analog output. This event occurred at the time of during use. There was no report of patient harm.